Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulator was not working and had not worked for about a month prior to the report. The patient reportedly had degenerative disc disorder and they had fallen 3 times in the month prior to the report. It was noted that the patient¿s legs were hurting and they were having ¿so many problems.¿ the patient reportedly had a myelogram about a month prior to the report and found 3 bulging discs. It was also noted that the patient was going to see an orthopedic doctor. It was further reported that the patient had warm feeling at the pocket which also started about a month prior to the report. The patient reportedly did not know if they had injured it from the falls, but they were having problems in the left hip where the battery was. It was noted that it would ¿get fire hot¿ and it was always burning and painful. It was also noted that it was hurting all the time. The patient wondered if they could be allergic to it. It was also reported that the device had been uncomfortable since the time of implant but it had not been ¿hasn¿t been like running a fever or anything¿ like it was at the time of the report. Additional information has been requested but was not available as of the date of this report.